Event description:
It was reported that the procedure was to treat a lesion in the torturous and calcified left circumflex artery (lcx). Pre-dilatation was performed with an unspecified 1.5 x 12 mm non-compliant balloon. Then the xience v 3.5 x 15 mm stent was implanted. Post stent implantation, a distal edge dissection was observed. A xience v 3.5 x 12 mm was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.